Manufacturer narrative:
Upon the completion of the investigation, it was determined that the device was indeed configured incorrectly and, therefore, connected to the wrong driver. Data logs verified that the customer incorrectly assigned port 7011 to the signature elite device rather than port 7016. Port 7011 already belonged to the accuchek device. When the signature elite device communicated with the existing accuchek driver, the driver sent the updated settings from signature elite to unipoc. The wrong information uploaded to unipoc as well as the wrongly connected device on the expected port prevented the customer from using the device, which led to a 30 minute delay. The customer workaround was to use a signature elite device was was not connected to unipoc. It wasn¿t until the unipoc database was fixed and the correct device configurations were uploaded was the issue resolved. The root cause of this issue is a user error.

Manufacturer narrative:
Siemens has requested more information for further investigation. The cause of this event is unknown.

Event description:
The customer incorrectly assigned an instrument to a meditrac port which was already designated to an existing instrument. This caused the existing instrument configurations to be overwritten by the new device, thus removing its ability to connect to unipoc. This was noticed during surgery as the operator was unable to access the instrument which led to a delay in reporting act+ results until an off-line system could be obtained. This specific event caused an extension of the surgery by about 30 minutes. The customer did not indicate any harm to the patient occurred due to this event.